Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the pump incision was opening (not totally healing) and when squeezed csf (cerebrospinal fluid) was leaking out. A dye study revealed extravasation of dye near the anchor. The entire system (pump and catheter) were explanted. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was reported to be resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the healthcare professional would not have any further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Interrogation of the pump determined that it was used to infuse dilaudid (5.0 mg/ml, 0.3505 mg/day). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the catheter was examined and no tear or hole with leaking was noted. The pump and catheter would be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.